Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. The caller was informed about the importance of changing cartridges every 48 hours when using their reported insulin and acknowledged this advice.